Manufacturer narrative:
(B)(4).

Event description:
Reportedly, after loading the instrument with a sulu, the instrument did not fire. However, the tissue gap control indicator button disengaged from the instrument, fell into the pt cavity, and was retrieved from the pt cavity. Procedure: lower anterior resection double staple. Pt status: no pt injury reported.